Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer followed up with the customer to confirm no further issues in following procedures. It may be attributed to drape issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the arm 1 on the patient side cart (psc) started bouncing up and down on its own with a mega needle driver instrument installed. The customer explained that while the surgeon was grabbing tissue, the surgeon went to raise the arm up and it stopped and then started bouncing up and down on its own. Technical support engineer (tse) recommended reseating the sterile adapter and if the issue persists, to replace the drape and recommended rebooting the system if needed. The procedure was completing as planned with no reported injury.